Event description:
It was reported that during an unknown procedure; the titanium tip broke. The broken piece was retrieve by forceps. The broken blade tip was discarded. The procedure was completed using same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.batch # l92500.